Manufacturer narrative:
D4 expiration date added, d4 gtin added, d9 product available to stryker updated, d9 returned to manufacturer on - updated, h3 device evaluated by mfg updated, h4 manufacturing date - added, f10 / h6 device code grid corrected. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned in a partially deployed state from a microcatheter. The stent delivery wire (sdw) was kinked towards the distal end. The stent was seen to be deformed on the distal side of the stent. The stent introducer sheath was not returned. During functional inspection the stent was able to be advanced from the microcatheter (using a mandrel) with no difficulties. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events 'stent failed/unable to deploy' and 'stent partial deployment' were both confirmed during visual inspection. The analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. It was reported that 'the physician advanced a stent to the lesion site. While preparing to withdraw the microcatheter for stent deployment, the physician noticed that the stent could not be properly deployed after withdrawing the microcatheter, and the microcatheter migrated downward. The physician then repositioned the microcatheter and attempted to withdraw it again for stent deployment, but the stent still failed to deploy properly, and the microcatheter migrated downward once more. Subsequently, the physician withdrew the stent and replaced it with another stent of the same catalog, successfully completing the procedure. During the withdrawal of the stent out of the body, it was accidentally partially deployed outside the body'. In the follow-up good faith efforts responses, the user stated that part of the stent was deployed inside the microcatheter during device withdrawal. The stent was returned for analysis partially deployed through the distal tip opening of a microcatheter. This is aligned with the event description. The stent was not loaded on the stent delivery wire (sdw). The system was flushed, and a mandrel was used to advance the stent without difficulty. Once deployed, the stent was noted to be deformed towards the distal end of the stent. The introducer sheath was not returned for analysis. The sdw was noted to be kinked/bent towards the distal end of the wire. In the case of this complaint, it is not possible to determine exactly why the user experienced difficulty in deploying the stent in the target vessel. It is most likely that, due to some unknown procedural or anatomical factors, the user experienced resistance while attempting to deploy the stent. Due to this resistance the user applied force to try and deploy the stent resulting in the deformation noted to the stent and sdw. Based on the review of all available information, the reported events 'stent failed/unable to deploy' and 'stent partial deployment' as well as the analyzed events ¿sdw kinked/bent¿, ¿stent deformed¿ and ¿stent deployed prematurely during use¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural factors during use.

Event description:
It was reported during the procedure when the stent (subject device) was attempted to be deployed, the microcatheter migrated, preventing stent deployment. During withdrawal the subject stent partially deployed inside the catheter shaft. Both catheter and stent were replaced and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported during the procedure when the stent (subject device) was attempted to be deployed, the microcatheter migrated, preventing stent deployment. During withdrawal the subject stent partially deployed inside the catheter shaft. Both catheter and stent were replaced and the procedure was completed successfully with no clinical consequences to the patient.